Event description:
It was reported that this implantable pacemaker dropped its battery longevity from 6.5 years to 5.5 years in a span of 6 months. Moreover, this device was suspected of exhibiting premature battery depletion (pbd). This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.